Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin and the insulin gauge initially displayed an accurate fill estimate of over 60 units. Then, the fill estimate decreased to 105 units and remained static. The customer's blood glucose (bg) level ranged between 130 to 286 mg/dl. A correction bolus was delivered via the pump to address bg level. The customer declined to reload the cartridge and will continue to monitor the insulin gauge.